Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the myometrium"), pelvic pain ("pain"), device expulsion ("two intrauterine devices embedded within the myometrium"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general) / heavy bleeding"), spinal operation ("back surgery - pins and rods in lower spine") and spinal rod insertion ("back surgery - pins and rods in lower spine") in a 34-year-old female patient who had essure (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous, back pain and hypertension. *on 2007, essure confirmation test revealed total bilateral occlusion. Concomitant products included diazepam (valium), oxycodone hydrochloride (oxycontin) since 2012 and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines") and back pain ("back pain"). In (B)(6) 2007, the patient experienced hot flush ("hormonal changes - describe: hot flashes") and night sweats ("hormonal changes - describe: night sweats on estrogen"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes leakage"), dysuria ("bladder or urinary problems or changes dysuria"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), nausea ("nausea") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"). In (B)(6) 2008, the patient experienced anxiety ("anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced skin infection ("rashes or skin conditions - type: skin infection"). In (B)(6) 2008, the patient experienced vision blurred ("vision / eye problems - type: blurry vision"). In (B)(6) 2011, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient underwent spinal operation (seriousness criterion medically significant) and spinal rod insertion (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems: my teeth are cracking. My teeth are so bad now that I have to get dentures"). In (B)(6) 2016, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), depression ("depression"), rash ("rashes and hives on steroids / rashes or skin conditions- type: rashes / skin breakout from environmental things"), urticaria ("rashes and hives on steroids"), visual impairment ("vision/eye problems type: glasses"), abdominal pain lower ("abdominal pain lower left near naval"), adhesion ("coils, tubes attached to intestines"), abdominal pain ("abdominal pain") and feeling abnormal ("brain fog") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes), total robotic hysterectomy, bilateral salpingooophorectomy lysis of adhesions, ureterolysis and total robotic hysterectomy, bilateral salpingooophorectomy, lysis of adhesions, ureterolysis). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, device expulsion, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, spinal operation, spinal rod insertion, depression, anxiety, menorrhagia, vaginal haemorrhage, rash, urticaria, female sexual dysfunction, urinary incontinence, dysuria, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, night sweats, urinary tract infection, fungal infection, nausea, weight increased, visual impairment, adhesion, bacterial infection, skin infection, vision blurred, hypertension, amnesia, feeling abnormal, back pain and tooth fracture outcome was unknown and the headache, migraine, abdominal pain lower and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adhesion, alopecia, amnesia, anxiety, back pain, bacterial infection, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, hypertension, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, rash, skin infection, spinal operation, spinal rod insertion, tooth fracture, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: the essure coil cannot be removed from the uterus and is completely embedded in the myometrium. Discrepancy in date of birth (B)(6) 1972. Discrepancy in date of removal (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet received: reporter information updated. Patient details updated. New events blood or heart disorder/condition type: hypertension, neurological conditions or problems type: memory loss, brain fog, back pain and tooth fracture were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the myometrium"), pelvic pain ("pain"), device expulsion ("two intrauterine devices embedded within the myometrium"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general) / heavy bleeding"), spinal operation ("back surgery - pins and rods in lower spine") and spinal rod insertion ("back surgery - pins and rods in lower spine") in a 34-year-old female patient who had essure (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous, back pain and hypertension. Concomitant products included diazepam (valium), oxycodone hydrochloride (oxycontin) since 2012 and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2007, the patient experienced hot flush ("hormonal changes - describe: hot flashes") and night sweats ("hormonal changes - describe: night sweats on estrogen"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes leakage"), dysuria ("bladder or urinary problems or changes dysuria"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), nausea ("nausea") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced skin infection ("rashes or skin conditions - type: skin infection"). In (B)(6) 2008, the patient experienced vision blurred ("vision / eye problems - type: blurry vision"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient underwent spinal operation (seriousness criterion medically significant) and spinal rod insertion (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), rash ("rashes and hives on steroirds / rashes or skin conditions- type: rashes / skin breakout from environmental things"), urticaria ("rashes and hives on steroirds"), visual impairment ("vision/eye problems type: glasses"), abdominal pain lower ("abdominal pain lower left near naval"), adhesion ("coils, tubes attahed to intestines") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and total robotic hysterectomy, bilateral salpingooophorectomy lysis of adhesions, ureterolysis). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, device expulsion, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, spinal operation, spinal rod insertion, depression, anxiety, menorrhagia, vaginal haemorrhage, rash, urticaria, female sexual dysfunction, urinary incontinence, dysuria, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, night sweats, urinary tract infection, fungal infection, nausea, weight increased, visual impairment, adhesion, bacterial infection, skin infection and vision blurred outcome was unknown and the headache, migraine, abdominal pain lower and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adhesion, alopecia, anxiety, bacterial infection, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, rash, skin infection, spinal operation, spinal rod insertion, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: the essure coil cannot be removed from the uterus and is completely embedded in the myometrium. Discrepancy in date of birth (B)(6) 1972. Discrepancy in date of removal (B)(6) 2017. Diagnostic results: on 2007, essure confirmation test revealed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jan-2019: plaintiff fact sheet received. Events added from pfs- bacterial infection, rashes or skin conditions - type: skin infection, vision / eye problems - type: blurry vision. Previous second event urinary tract infection was deleted. Event urinary tract disorder updated to urinary incontinence. Event bladder disorder updated to dysuria. Date of removal updated. Event back surgery was recoded to back surgery - pins and rods in lower spine. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the myometrium"), pelvic pain ("pain"), device expulsion ("two intrauterine devices embedded within the myometrium"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous, back pain and hypertension. Concomitant products included diazepam (valium), oxycocet (percocet) and oxycodone hydrochloride (oxycontin) since 2012. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), menorrhagia ("abnormal bleeding vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), rash ("rashes and hives on steroirds"), urticaria ("rashes and hives on steroirds"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hot flush ("hot flashes"), night sweats ("night sweats on estrogen"), the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain"), spinal operation ("back surgery"), visual impairment ("vision/eye problems type: glasses"), abdominal pain lower ("abdominal pain lower left near naval"), adhesion ("coils, tubes attahed to intestines"), abdominal pain ("abdominal pain") and the second episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total robotic hysterectomy, bilateral salpingooophorectomy lysis of adhesions, ureterolysis).essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, device expulsion, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, depression, anxiety, menorrhagia, vaginal haemorrhage, rash, urticaria, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, night sweats, fungal infection, nausea, weight increased, spinal operation, visual impairment, adhesion and the last episode of urinary tract infection outcome was unknown and the headache, migraine, abdominal pain lower and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adhesion, alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, rash, spinal operation, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: the essure coil cannot be removed from the uterus and is completely embedded in the myometrium. Diagnostic results: on 2007, essure confirmation test revealed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: medical records- event embedded in the myometrium was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and multiparous. Concomitant products included oxycocet (percocet), oxycodone hydrochloride (oxycontin) since 2012 and valium [benzoic ac,benzyl alcoh,diazepam,ethanol,propyl glyc,na+ benz]. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), menorrhagia ("abnormal bleeding vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), rash ("rashes and hives on steroirds"), urticaria ("rashes and hives on steroirds"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hot flush ("hot flashes"), night sweats ("night sweats on estrogen"), the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain"), spinal operation ("back surgery"), visual impairment ("vision/eye problems type: glasses"), abdominal pain lower ("abdominal pain lower left near naval"), adhesion ("coils, tubes attahed to intestines"), abdominal pain ("abdominal pain") and the second episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, depression, anxiety, menorrhagia, vaginal haemorrhage, rash, urticaria, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, night sweats, fungal infection, nausea, weight increased, spinal operation, visual impairment, adhesion and the last episode of urinary tract infection outcome was unknown and the headache, migraine, abdominal pain lower and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adhesion, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, rash, spinal operation, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. Diagnostic results: on 2007, essure confirmation test revealed total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs received. New events added- abnormal bleeding vaginal, menorrhagia), rashes and hives on steroids, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes describe: hot flashes, night sweats on estrogen, infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti, migraines, nausea, back surgery ¿ pins and rods in lower spine, vision/eye problems type: glasses and weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and multiparous. Concomitant products included diazepam (valium), oxycocet (percocet) and oxycodone hydrochloride (oxycontin) since 2012. In (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), menorrhagia ("abnormal bleeding vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)"), rash ("rashes and hives on steroids"), urticaria ("rashes and hives on steroids"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hot flush ("hot flashes"), night sweats ("night sweats on estrogen"), the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain"), spinal operation ("back surgery"), visual impairment ("vision/eye problems type: glasses"), abdominal pain lower ("abdominal pain lower left near naval"), adhesion ("coils, tubes attached to intestines"), abdominal pain ("abdominal pain") and the second episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bacteria, yeast, uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, depression, anxiety, menorrhagia, vaginal haemorrhage, rash, urticaria, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hot flush, night sweats, fungal infection, nausea, weight increased, spinal operation, visual impairment, adhesion and the last episode of urinary tract infection outcome was unknown and the headache, migraine, abdominal pain lower and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adhesion, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, rash, spinal operation, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. Diagnostic results: on 2007, essure confirmation test revealed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. She will have surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, headache, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, genital haemorrhage, headache, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.